Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the device was explanted. The patient was in stable condition.

Manufacturer narrative:
The device was returned for evaluation without a specific complaint or event date. The device was in normal range of operation when received. The device image was saved successfully and analyzed; no anomalies were noted. After all electrical tests performed, including thermal and mechanical stress testing, and the device exhibits normal characteristics. Longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity. No anomalies were found.